Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the lamp was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 16, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Table top (tt) illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned tt illuminator and lamp were installed into a calibrated system. There was no system message during or after boot-up. During functionally testing, the reported event could not be replicated. The returned samples were found to meet specification. Based on sample testing, tt illuminator and lamp were found to meet specifications. The console as determined to have been functioning as intended. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no illumination with the lamp in either ports before a procedure. There was no patient involvement. Additional information has been requested.